Manufacturer narrative:
(B)(4). Complaint took place in chile. This incident did not take place in the USA, but as co-reported. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
(B)(4). Incident occurred in chile: translation into english: after one month of use, we received a return from our client, indicating that during a surgery in the operating theatre, our client indicated that the link was found in one procedure, but not in the other insert. Origional chilean text: recibimos al mes de uso la devolución de nuestro cliente, indicando que durante el uso en una cirugía en pabellón de funcionar, nuestro cliente indica que en un procedimiento encontraron el eslabón, no asi en el otro inserto.